Manufacturer narrative:
This supplemental report is being submitted to provide additional information.olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Therefore, the exact cause of the reported event could not be conclusively determined. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The olympus local service department checked the subject device and judged it to be caused by a lamp failure. Omsc surmised that the reported phenomenon was occurred due to an accidental failure of lamp.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the nurse that during the preparation for use, the examination lamp of the subject device was not lit up. The user called a local field service engineer, and the examination lamp of the subject device was changed. Other detailed information was not provided. There was no report of patient injury associated with the event.